Manufacturer narrative:
(B)(4). Evaluation, results: (lesion morphology); (stent dislodgement); (no device received for evaluation). Conclusions: (lesion morphology).

Event description:
An attempt was made to advance an endeavor resolute 2.75mm x 24mm rapid exchange (rx) drug eluting stent in the pt however, the stent dislodged before reaching the target lesion. The stent remains in the pt. It was confirmed that the stent was inspected prior to use with no issues noted. No additional clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).